Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for evaluation.

Event description:
Revision posterior spinal fusion. Both instrument driver interfaces have sheared off during use. Nothing fell into patient. 10 minutes delay. Rep organized replacement set from (B)(6). Discarded = no return to manufacturer unless local engineering assessment indicates return is required.